Event description:
Physician was using the ll 100 cryosurgical unit and the line froze up causing ice to squirt out of the exhaust port. The doctor was hit in the eye with the ice.

Manufacturer narrative:
This is the second repair on this unit. The insulator tube on the unit was loosened and this won't happen unless someone loosens it. This creates a leak in the unit. This was explained to the customer. Also purging the system was also explained, as well as differences between using co2 and n2o. The properties of co2 are more likely to cause frost.